Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during inspection, the image acquisition system (ias) of the imaging system would not start. It was reported the image acquisition system (ias) computer was connected via mobile view station (mvs) remote desktop. The pendant was switched off and then switched on which resolved the issue and the image acquisition system (ias) was functioning. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.